Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, the external threads were damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review for the lot (2014021995) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014021995) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
Doctor reported fracture of the interface inside the implant at tooth site 46.